Event description:
Patient received a pinnacle depuy metal on metal hip implants in (B)(6) 2010. Since receiving device he has lost 20 pounds and has not felt well. The hip is being replaced due to toxic cobalt and chromium levels (see below). Hip implant to be removed (B)(6) 2013.